Event description:
The following has been reported: biomed reported: 'pump is throwing error; service needed remove the pump from service. Patient harm: no. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for pneumatic valve leak failure (valve 1). Shortly after start up the unit exhibits a state 1 alarm. Log files indicate pneumatic valve leak failure (valve 1). Performed the recharge test and unit passed, valve 1 tested ok. Performed hardware test and unit failed for a valve 2 leak failure. Investigation found the tank is damaged on the p+ side. The tank body will be removed and replaced during the repair process before being sent to the test line for full functional testing.